Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had two additional tubes that failed and leaked. The customer indicated that tubes were removed from the packaging and was used for hours before leakage was noticed. The customer also stated that the patient was re-intubated with the same size of tube and patient was on vent when audible leaks occurred. It was indicated that adding the volume did not resolve the issue and the tube was lubricated upon insertion.

Manufacturer narrative:
Correction: (UDI #). If information is provided in the future, a supplemental report will be issued.